Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: no. (B)(6) e1: initial reporter phone: (B)(6). Device evaluated by MFR: the .035 interlock was returned for analysis. It was observed that the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the zap tip od and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on 08nov2025. It was reported that device unable to advance and was damaged occurred. The target lesion was located in the abdominal aortic. An 8mm x 40cm .035 interlock was selected for use. The blood vessels were relatively tortuous. During the procedure, when the second 8 x 40 coil was almost completely delivered out of the non- boston scientific angiography catheter tip, resistance occurred and flushing was ineffective. Upon withdrawal, it was observed that the interlocking arm of the coil was damaged and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure. However, returned device analysis revealed an arm coil detached.